Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that there is no image, the image freezes, and multiple error codes were displayed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the endoscope image suddenly disappeared during the procedure while using the evis x1 video center. Reportedly, there was a 10 minute delay as a result of these issues. The procedure was completed using the same device and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the device did not produce an image. The cause of the reported issue was not established. Multiple factors may have contributed to the error code including: ¿short-circuit between contact pins due to adhesion of dust or water droplets on one-touch connector contacts. Short-circuit between contact pins due to adhesion of dust or water droplets on the scope connector contacts. Broken or flooded substrate inside scope.¿ olympus will continue to monitor field performance for this device.